Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6232adj slitter, therapy date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was positioned but when the physician went to slit the catheter, he got off axis and the slitter became disengaged with the catheter and could not be re-engaged. The physician then cut the remaining length of the catheter with scissors. When he had finished cutting the catheter, the lead was retested and the numbers may have been worse or the lead may have dislodged. The lead was removed from the body, whereupon blood was noted in the insulation and it was decided the lead insulation was damaged. The lead was not used and another lead was implanted, with the status of the catheter unknown. No patient complications have been reported as a result of this event.